Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of hypertension, flash pulmonary edema, stenosis of peritoneum, low grade peritonitis, and exchanges were becoming less effective in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in 2012, during hospitalization, hemodialysis was started. On (B)(6) 2012, the dianeal therapy was withdrawn. During a call with baxter customer services, the following was reported. On an unknown date, the patient stopped taking their anxiety medications. On (B)(6) 2012, the patient was seen in emergency room (ER) for hypertension. In the ER, the patient was given an unknown medication. The nurse was unsure if it was anxiety medication and the patient's blood pressure came down. On (B)(6) 2012, the patient was diagnosed with and was hospitalized for flash pulmonary edema. During the hospitalization, the patient's lab test results were improving. On an unreported date in 2012, an evaluation of the peritoneum was performed which showed that the exchanges were becoming less effective due to the stenosis of the peritoneum (onset date not reported). On an unreported date in 2012, the patient was diagnosed with low grade peritonitis. Treatment included unspecified ip vancomycin. On an unreported date in 2012, during the hospitalization, unspecified hemodialysis was initiated. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, last dose of vancomycin was administered to the patient and dianeal usage was withdrawn. Treatment for hypertension, flash pulmonary edema, exchanges were becoming less effective, and stenosis of peritoneum was not reported. On an unknown date in 2012, the patient recovered from the events of hypertension and flash pulmonary edema. The patient had not recovered from the event, and the exchanges were becoming less effective and stenosis of the peritoneum. The patient was recovering from the low grade peritonitis. Per the nurse, the events were unrelated to dianeal therapy. The event of exchanges were becoming less effective was due to the start of stenosis of the peritoneum. Baxter considered the unknown medication as co-suspect.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f20093 and h11j07085 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.